Event description:
It was further reported that the atrial lead continued to exhibit undersensing. The device was reprogrammed and sensitivity was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was intermittent atrial undersensing noted during atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).